Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, unexpected high blood glucose levels. The patient had vomiting and felt like she had the flu. She was hospitalized for two days because of diabetic ketoacidosis. Reportedly, her blood glucose was 555 mg/dl at the time of admission. No further information available.